Event description:
The MFR's rep reported that the pump was replaced for "battery depletion"; the family was thinking that the "pump was not working". The pt had been receiving lioresal 2000 mcg/day, 1291.9 mcg/day; complex continuous mode. The hcp ordered a priming bolus and a dose increase to 1508.4 mcg/day at the time of replacement. Home health care subsequently reported 10 days later that, the pt had overdosed and was in the intensive care unit for three days. The pt is reported to now be doing "ok" at a daily dose of 591 mcg/day of lioresal 2000 mcg/ml. A follow-up report will be sent if add'l info becomes available to us.